Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation

Event description:
The customer reported that system is down and that they have lost all network in the hospital. The philips system did not come back online.

Manufacturer narrative:
H3 other text: the customer did not respond to philips inquiries.

Event description:
Philips received a complaint on the pic ix system is down (lost all network in the hospital and they philips system did not come back online and is not connecting to the server) yellow banner at top and stating disconnected. Patient involvement is unknown.